Event description:
A mirus cage, io¿ expandable lumbar interbody fusion system, was used for implant in surgery. When implanted, the mirus cage did not expand. The cage had to be remove it and place a new one.